Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets was fell off during use event on (B)(6) 2024. Infusion set was in use for 10 - 48 hours for all events. The blood glucose level was displayed high. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1886099 - MDR 3003442380-2024-07918 - device 1 of 2.